Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient¿s ins was removed because it wasn¿t working for him and he had trouble with it a couple years after implant. The ins was implanted in 1988 and it didn¿t work after a while. When it quit working they put in a morphine pump. They were not able to remove a part of the lead that was curled over the spine. The patient refused to give more information because it was water over the dam and he didn¿t want to give more information. The patient refused to give dates for the revision or didn¿t know. It was unknown if the patient recovered completely. The issue began a couple years after the implant in 1988.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.